Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). A historical review of the complaint database indicated that no adverse quality trends were identified during the complaint review process for item #4252543-02. There were no other complaints of this nature against lot #3b28258231. The sample and all available info were forwarded to the actual manufacturer b. Braun malaysia. The batch manufacturing record was reviewed and there were no defects encountered during in-process and final cortol inspection. Process cards show no abnormalities. The sample was visually examined and it was observed that the safety clip was not activated on the tip of the cannula. They then attached the capillary hub to the needle to withdraw and the result showed that the safety clip was able to cover the bevel needle without any difficulties. In addition, a clip function test was performed and the sample met specifications - the cannula tip did not puncture through the glove. Further examination of the sample is on going at this time. A follow up report will be submitted when the results become available.